Event description:
It was reported that a non-delivery occurred with a folfusor elastomeric device during patient use. The patient returned to the hospital with the device full of solution. A pharmacist at the hospital was unable to initiate flow with the device. No patient injury or adverse event was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.